Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique, via a 6f sheath hole, prior to a percutaneous coronary intervention (pci) procedure. Reportedly, a cuff miss occurred, as the suture was not present when the plunger was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the pci procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.